Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the receiver restarted itself without manual input on (B)(6) 2015. The patient's mother stated that prior to this event, the dexcom continuous glucose monitoring system was calibrated and shortly after, patient's mother put the receiver down to go to bed before receiving this error. No additional patient or event information is available.